Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump receiving replace battery alert. Customer blood glucose level was 195 mg/dl. Customer other relevant blood glucose level was 300 mg/dl. Customer stated that they did not receive a low battery for replace battery alert. Customer also stated that battery cap was damaged. The insulin pump will not be returned for analysis.